Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. The harm code has been updated which was not available with the initial report. The updated code information has been included with this report.

Event description:
It was reported that the auto mode was active at the time of incident and harm code of loss of consciousness was updated.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump is over delivering. Troubleshooting was not completed. The customer had 4 separate low incidents. The insulin pump will not be returned for analysis.